Event description:
Note: this MFR report pertains to two of three devices used during the same procedure. Refer to associated MFR reports # 3005099803-2013-02087 and 3005099803-2013-02089 for a description of the other devices. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted (B)(6), 2010.according to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.